Event description:
It was reported the patient's scs system was not covering the patient's pain area. In addition, the patient's scs lead was exhibiting high impedance. Consequently, the physician decided to replace the lead with a new one.

Event description:
Device 1 of 2.reference MFR report: 1627487-2019-05165.